Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during a vitrectomy and membrane peel, the system was not delivering gas. The machine was stating exchange was completed, but the syringe did not move and did not fill with gas. The procedure was able to be completed the same day by manual gas exchange, using the single small gas tank. There was no patient harm.

Manufacturer narrative:
The company service representative examined the system and the system performed as intended. The system was then tested and met all product specifications. The system was manufactured on november 12, 2013. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. (B)(4).